Manufacturer narrative:
Additional information was received that the physician did not suspect malfunction of any kind.

Event description:
A report was received that the patient was having a very quick ipg depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having a very quick ipg depletion. The patient will undergo an ipg replacement procedure.